Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) inspected the matrix drawer and found a medication obstructing the sensor, causing the drawer to fail. For the cubie drawers in positions full height 4 and 5, the units were not detected on the bus. The fse reseated the row board cable to restore proper communication. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie drawer were failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.